Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: lot #: potential codes: 240510sd & 250222sd d4: expiration date: potential dates: potential dates: 30-apr-2029 and 31-jan-2030 d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: phone number: requested, not provided e3: occupation: requested, not provided h4: device manufacture date: potential codes: 10 may 2024 & 22 feb 2025 h11: add d4: UDI: not applicable the proximal end and the distal end of the catheter were received. The catheter hub is connected to the surplug tube. Both ends of the tube are raggedly cut, slightly elongated, and pinched. The remaining tube approximately measures 1mm from the hub tip. A bent tube and clip mark were also observed on the distal tube. The sample contained blood. Retention samples were visually inspected and found to be free of any catheter damage that could have caused the complaint. The samples underwent a catheter tube and catheter hub fitting force test. All samples met the required specification. There was no issued nonconformity report related to human error during lot production. The reported item code is produced at a semi-automated line. During catheter assembly, the catheter is cut to the desired length, and the flange is formed and pressed into the catheter hub. The catheter's tip is then formed. Based on the sr machine downtime history, there are no related machine troubles that could have caused the complaint. We perform initial quality confirmation through visual inspection and functional tests before mass production. During visual inspection 1, all products are checked for damaged or deformed catheter tube conditions. The catheter tube and catheter hub fitting test is conducted during the production process. Visual in-process inspections were conducted during 100% visual inspections to check the catheter tube condition. Before shipment, we have an outgoing inspection to check the overall condition of the product. The catheter tube undergo incoming inspection, which includes visual inspection and verification of the certificate of analysis according to the material specification. From the previous two fiscal years to the present, 61% catheter tube breakage complaints are related to usage. The result of the investigation showed that there was no attributable cause noted related to our product or the manufacturing process. The reported device was used with no difficulty during the medical procedure, and there were no issues during placement; the catheter was placed as intended. The condition of the damage suggests that excessive physical force was the reason for the breakage. The ragged and pinched ends are consistent with forceful pulling or twisting, which may have occurred during patient repositioning, accidental tugging, or improper handling during catheter adjustment or removal. Our catheter tube has high tensile strength and does not break easily, even when a strong force is applied. We have routine inspections to check the condition of the products. We conduct an outgoing inspection prior to shipment to ensure the overall condition of the catheters. Therefore, our process is assured. (B)(4) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
Terumo taiwan received a complaint indicating that a catheter broke and remained inside the patient's body. The catheter was subsequently removed via a surgical procedure. The event occurred intra-operatively. The patient was reported to be in stable condition. Additional information received on 12 sep 2025: during catheter placement on (B)(6) 2025, the insertion was reported to be normal with no abnormalities observed. The catheter was tested for patency on (B)(6) 2025 and confirmed to be patent. The catheter remained in place from (B)(6) 2025 until the morning of (B)(6) 2025. Upon removal, the nurse noted an unusual sensation and did not feel the catheter being withdrawn. Visual inspection suggested that the catheter may have remained inside the patient. Imaging studies, including x-ray and ultrasound, confirmed that the broken catheter was lodged in the upper arm. The original insertion site was the forearm. The cardiothoracic surgery team performed a minor procedure under local anesthesia to retrieve the broken catheter from the blood vessel. The retrieved catheter exhibited visible indentations and perforations in the middle section, which were identified as clamp marks resulting from the surgical removal. The broken portion of the catheter was successfully removed. Following discharge, the hospital conducted two follow-up telephone calls, and no abnormalities were reported.

Event description:
Terumo taiwan received a complaint indicating that a catheter broke and remained inside the patient's body. The catheter was subsequently removed via a surgical procedure. The event occurred intra-operatively. The patient was reported to be in stable condition. Additional information received on 12 sep 2025: during catheter placement on (b)6) 2025, the insertion was reported to be normal with no abnormalities observed. The catheter was tested for patency on (B)(6) 2025 and confirmed to be patent. The catheter remained in place from (B)(6)2025 until the morning of (B)(6) 2025. Upon removal, the nurse noted an unusual sensation and did not feel the catheter being withdrawn. Visual inspection suggested that the catheter may have remained inside the patient. Imaging studies, including x-ray and ultrasound, confirmed that the broken catheter was lodged in the upper arm. The original insertion site was the forearm. The cardiothoracic surgery team performed a minor procedure under local anesthesia to retrieve the broken catheter from the blood vessel. The retrieved catheter exhibited visible indentations and perforations in the middle section, which were identified as clamp marks resulting from the surgical removal. The broken portion of the catheter was successfully removed. Following discharge, the hospital conducted two follow-up telephone calls, and no abnormalities were reported.

Manufacturer narrative:
The report is being submitted to correct sections b3, b5, b6, d9, e1, h6 and to provide corrections for section h11. D4: expiration date: potential dates: 30-apr-2029 and 31-jan-2030. D4: UDI: not applicable.